Manufacturer narrative:
Corrected data: correcting concomitant part number reported on initial MDR. From: 509-00-0036, lot 378p1005 to 508-00-036,lot 378p1005. Manufacturerer narrative: the reason for this revision surgery was a dissociated glenosphere after 1 month in vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 93 prior complaints against the glenoid head that has 10 similar failure mode pertaining to "trauma". This is the first complaint against a part from this lot. The root cause for the disassociated glenosphere was reported as a pop, trauma, during physical therapy. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient presented with a dissociated glenosphere due to hearing a "pop" while in physical therapy. The surgeon replaced the glenosphere, stem and the insert.